Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used one of these specialty tubes and catheters a couple of weeks ago not for a patient for educational purposes and it was very hard to take the plugs out. Removed them from the tubes in the emergency department earlier this week and those plugs were a nightmare to get out. Though taking them out now will decrease time spent on this patient procedure.

Manufacturer narrative:
The reported event was confirmed by CAPA association to be design related as per 11273661/ucc-25-5238, the root cause for this failure is: the difficulty to remove the plugs of the long form catheters can most likely be attributed to the provision of insufficient instructions. Consequently, users resorted to incorrect techniques, resulting in complications and delays during the plug removal process. The instructional insufficiency occurred because plug removal was not identified as a critical risk in the risk management file. A DHR review was not required because the investigation was confirmed by the CAPA association. A CAPA/sa 11273661/ucc-25-5238 has been opened for this failure. Refer to the CAPA for further action a labeling review are not required because the investigation was confirmed by the CAPA association. Correction: b, d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer removed the tubes in the emergency department earlier this week and those plugs were a nightmare to get out. Though taking them out now will decrease time spent on this patient procedure. Per follow up information received via email on 27-may-2025, the emi coordinator reported removal of the plugs was not during a procedure. It was a result of the information we received from our buyers (urgent medical device correction letter from bd).